Event description:
It was reported that the ventilator primary alarm failure error code. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the speaker. The customer was provided with part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response.